Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4), event occurred in the germany. It was reported that the patient experienced an event of headache, vomiting and high blood glucose (over 900) which resulted in hospitalization on (B)(6) 2025. The duration of hospitalization was greater than 24 hours. High blood glucose was treated using perfuser. No further information available.